Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 464 mg/dl at the time of incident. Customer reported that insulin pump was under delivering . The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. The insulin pump and reservoir will not be returned for analysis.